Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
Additional information was received stating the sodium electrode expiration date was actually 11/30/2014.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) sodium results over three days. The samples were repeated on another analyzer. Of the data provided for six patient samples, only the results for four patient samples were discrepant and reported outside the laboratory. Patient sample 1 initial result was 150 mmol/l. The repeat result on (B)(6) 2014 was 140 mmol/l. Patient sample 2 initial result was 153 mmol/l. The repeat result on (B)(6) 2014 was 139 mmol/l. Patient sample 3 initial result was 156 mmol/l. The repeat result on (B)(6) 2014 was 139 mmol/l. Patient sample 4 initial result on (B)(6) 2014 was 154 mmol/l. The repeat result on (B)(6) 2014 was 143 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number was y82-52 with an expiration date of 07/31/2009. The field service representative found the rinse mechanism was splashing and there was white dried crust on top of reaction cells. He showed the customer the white dried crusted residue and the rinse mechanism rubbing on the instrument cover. He instructed the customer how to make sure the rinse mechanism arm and screw with tubing guard was securely mounted. He cleaned off the reaction cell top and splash guards and checked the rinse mechanism operation. He ran precision testing and mechanism checks which passed with specifications.